Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power up. Upon troubleshooting, fse identified malfunction of image processor board and image storage board. The cause of the image processor board and image storage board failures could not be conclusively determined by the supplier's part analysis, however the replacement of the image processor board, image storage board and reloading the software by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to start up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.